Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal decompression surgical procedure to treat back pain, instability of the lumbar spine and spondylisthesis. Approximately 7 months post-op the patient¿s backache reappeared. Films showed that the screw was broken. The patient underwent a revision surgery to remove and replace the screw.